Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported problem 'upstream occlusion' was not reproduced. Evaluation inspected the device through the upstream occlusion testing but did not observe any symptom or potential cause of the reported issue a review of the event history log revealed multiple 'upstream occlusion!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.